Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery. A 3.50 x 38mm synergy drug-eluting stent was implanted for treatment. However, during removal, the balloon was stuck inside the stent. The balloon was eventually removed completing the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis without a stent. The stent was not returned for analysis as it was successfully implanted. The balloon cones were reviewed, and no visible defects were noted. There was evidence that positive and negative pressure had been applied as the balloon was returned in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. The balloon was inflated to rated burst pressure without issue. The device was deflated successfully within deflation time specification. The inflation device was verified before and after. A recommended 0.014 inch guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the right coronary artery. A 3.50 x 38 mm synergy drug-eluting stent was implanted for treatment. However, during removal, the balloon was stuck inside the stent. The balloon was eventually removed completing the procedure. No patient complications were reported.